Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00786 / 00787).

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on an unknown date due to pain and malaligned cup. The cup was removed and replaced with a biomet cup. On (B)(6) 2011, patient was revised due to instability and the head and stem were replaced with competitor product and a biomet liner was implanted. On (B)(6) 2013, the patient was revised due to infection. All products were removed and antibiotic spacers were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected data. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00786-1 / 00787-1).

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date with unknown products. Subsequently, patient was revised on an unknown date due to pain and malaligned cup. The cup was removed and replaced with a biomet cup. On (B)(6) 2011, patient was revised due to instability and the head and stem were replaced with competitor product and a biomet liner was implanted. On (B)(6) 2013, the patient was revised due to infection. All products were removed and antibiotic spacers were implanted.